Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a thrombectomy procedure, the hospital staff noticed that the hub of the penumbra system ace 68 reperfusion catheter (ace 68) was broken upon removal from the packaging. The damaged ace 68 was found prior to use and therefore, was not used in the procedure. The procedure was completed using a new ace 68.

Manufacturer narrative:
Results: the penumbra system ace 68 reperfusion catheter (ace 68) was fractured approximately 3.5 cm from the hub. Conclusions: evaluation of the returned device revealed that the proximal end of the ace 68 was fractured. This type of damage typically occurs due to improper handling during removal from the packaging. If the device forcefully withdrawn from its packaging at extreme angles, damage such as this may occur. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.